Event description:
It was reported that the device only lasted three years and was at rrt (recommended replacement time). It was also reported that there was increased lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008. 2649642. (B)(4).